Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No excessive no delivery alarms noted. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
It was reported that the customer called the helpline because he got a replacement insulin pump and wanted to see if he needed to send it back with the battery. Advised customer it did not matter, but we prefer to have the battery in the insulin pump. Customer stated that he had a skin on his insulin pump and wanted to see about getting credit for another skin since he was sending his insulin pump back. Customer put in a request for insulin pump skin. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization with low blood glucose readings of 24 mg/dl and passing out. Customer stated that he passed out, fell on his face and fractured his nose. Customer stated that his son heard the fall and called the paramedics. It was noted that at the time of the incident the customer's blood glucose readings were 377 mg/dl and the paramedics treated him with too much glucagon. Customer also mentioned that he no longer feels the vibration on the insulin pump nor hear it or feel it. Customer's blood glucose reading at the time of the call was in the range of 120 mg/dl. No further information reported.